Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose as well as high blood glucose. The customer¿s low blood glucose level was 42 mg/dl and high blood glucose value was 497 mg/dl. The customer experienced different blood glucose levels 41 mg/dl and 101 mg/dl. The customer was treated with drinking juice for low blood glucose. The customer experienced stomach issues and nausea. The customer also reported that the drive support cap was slightly indented and has the cover. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. (B)(4).